Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. The pump was monitored and no pump error 15 alarm noted. Successfully downloaded history files and traces using thump. Pump error 15 alarm (filenumber 38 linenumber 442) was found on: (B)(6) 2025 16:46:07.000 pump error 15 alarm (filenumber 38 linenumber 442) was confirmed according in the formatted history file, suspected on hw. Pump error 23 alarm was found on: (B)(6) 2025 16:46:09.000 pump error 23 alarm was expected since the pump restarted due to pump error 15 alarm. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 22-jan-2025 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2025 11:18:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 11:40:00.000 sensorerroralert (801) was found on: (B)(6) 2025 14:42:43.000 (B)(6) 2025 16:17:44.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.36 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for pump error 23 alarm was not confirmed. However, pump error 15 alarm (filenumber 38 linenumber 442) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed pump error 23(post-reset ram crc alarm), pump error 15(the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.